Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported color issue with their gums. There is blanching on the upper gums and a dark shade of discoloration on the gum line above tooth #9. Advised a 14 day wear schedule, provided information on blanching.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.